Manufacturer narrative:
Physio-control, inc evaluated the device. The root cause was determined to be due to a failure of a capacitor on the system pcb assembly. After replacing the system pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device would not operate on ac or dc power. There was no pt use associated with the reported event.